Event description:
It was reported that when the implantable neurostimulator was removed from the box, it was noticed that the paper side of the peel pack had "two little pin holes." There was no damage to the box indicating damage during shipment of the device. The healthcare provider (hcp) did not wish to risk the potential of using a device in which the sterility could not be confirmed. The device was not used in the patient. Another device was used in the patient and the patient was "fine." It was later reported that there was no data found in the design history record (DHR) check that could point to issues during manufacturing of the device.